Manufacturer narrative:
Insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the reservoir has cracks and the o ring is missing. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.